Event description:
The customer reported via a medwatch report that there was a small flame on the tip of the bovie extender pencil when the physician activated it. The site could not provide any additional info.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.